Event description:
In 2009, it was initially reported to boston scientific corporation that a wallstent enteral endoprosthesis device was used during an esophagogastroduodenoscopy (egd) procedure on the same day. Per the complainant, the stent would not deploy from the catheter. The physician thought the technician flushed the stent with contrast solution in error. The procedure was completed with another wallstent enteral endoprosthesis stent. There has been no report of complications or injury to the pt due to this event. The pt was reported post procedure as pt is fine. This event has been deemed a reportable event based on the investigation results; partial deployment.

Manufacturer narrative:
A visual examination of the returned device found that the shaft of the delivery device was bunched up at various locations along its length. The exterior tube has been retracted partially deploying approx 1.5cm of the distal end of the stent. The distal stent wires were twisted and misaligned. An attempt to deploy the stent failed. The shaft was dissected and the exterior tube was retracted with no restrictions noted and the stent deployed fully. An examination of the inner shaft found no evidence of contrast media. A review of the device history record found no anomalies or deviations during manufacture. At the time of this investigation, no other complaints were reported relating to this defect for this batch.